Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Bd representative provided the following information: "notified this morning by the account that a powerglide catheter broke off in a patients arm. At this time I am awaiting for the PICC nurse to call me to describe the event. This nurse was the placer of the device. Was provided a small bit of information from the nurse as she stated that at this time the catheter is still in the patients arm and the patient is refusing removal. An x-ray was confirmed that there was a foreign body in the left cephalic vein. Based of the remaining catheter that was removed from the patient, it appears that about 1.3cm is remaining in the patients upper extremity. " additional information received 3/8/2023: the clinician provided the following details to the bd representative: rn reported that she assessed the l. Cephalic vein and a 20g was suitable for the placement. Reported vessel was compressible and about 1cm deep. Stated when she launched the guidewire the wire went in smoothly and then advanced her catheter which went smoothly up until about halfway when she met slight resistance. Reported stopping the procedure due to the resistance and pulled the wire back and then the device without difficulty. Stated that after she removed the device she noticed the catheter looking shorter and that the purple reinforced tip was not at the top of the catheter. At that time she assessed the site and stated the patient reported zero pain. X-ray was then ordered that confirmed foreign body in the l. Cephalic vein. Patient refused removal of foreign body. Unknown at this time of the patient status.